Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was treated by paramedics due to hypoglycemia. The reported blood glucose reading was 34 mg/dl at the time of the report. The customer was not available to perform troubleshooting. It was advised that the customer call back to perform troubleshooting on the insulin pump. Nothing further was reported.